Manufacturer narrative:
On 5-jul-2023, bwi received additional information regarding the event. The hemostatic valve was "totally separated" from the hub. The brim cap/hub were not damaged/separated/detached from the sheath. Air did not enter the patient's body. Blood return was observed, no more than a few drops (exact quantity unknown). Updated concomitant products: nrg rf transseptal needle. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-sep-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and the hemostatic valve leaked. The issue occurred during sheath insertion. The sheath was replaced with a like device--which then had a hemostatic valve separation after an hour of usage. The sheath was replaced with a third like device. The issues were resolved. The procedure continued. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster for evaluation. It was sent to cordis for further investigation. Visual and functional analyses of the returned device were performed following bwi procedures. Visual inspection of the device revealed no signs of separation issues. Furthermore, there were no damages or anomalies detected on both the vessel dilator and the guidewire. Functional analysis was performed and no leakage was observed during the test. The complaint reported by the customer was not confirmed, the hemostasis valve does not present any separation condition or damages. The exact cause of the reported event could not be conclusively determined during the analysis. Procedural/handling factors might have contributed to this issue. The product analysis did not suggest that the event reported by the customer could be related to the manufacturing process of the unit. A device history record evaluation was performed for finished device number 18157975, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 2 reports. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and the hemostatic valve leaked. The issue occurred during sheath insertion. The sheath was replaced with a like device--which then had a hemostatic valve separation after an hour of usage. The sheath was replaced with a third like device. The issues were resolved. The procedure continued. No patient consequences were reported. Hemostatic valve leak is MDR-reportable.